Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited error e315. The were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, evaluated, and the user¿s report was confirmed. The e315 error code was present during the inspection. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statement related to the reported failure mode: ¿caution:do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ based on the results of the investigation, it is believed that a leak caused the reported failure to occur. Fluid intrusion during reprocessing would have led to a short circuit in the plug unit and caused the reported error code to display. Olympus will continue to monitor the field performance of this device.